Event description:
The pt reported that he was hospitalized in (B)(6) 2010 (unk day) for dka. He stated that his blood was greater than 500mg/dl with ketones, nausea, and vomiting. The pt reported that he was brought to hospital by a family member. He was admitted overnight and given intravenous fluids and insulin. The pt reported that he was discharged with blood glucose levels within target and restarted pump therapy. He stated that he is legally blind and was doing his own set changes. The pump was examined at the time of hospitalization and was found to have large air spaces in the cartridge and tubing. The pt confirmed that user error led to the hyperglycemia and now a family member assists with set changes and examines the cartridge and tubing before use.

Manufacturer narrative:
The pt confirmed that he did not see air bubbles in the cartridge and tubing; the delivery of the bubbles instead of insulin led to hyperglycemia and subsequent hospitalization.